Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy after the standard handle rotation. The nurse had to rotate almost one and a half rotation of the handle before the band could be deployed. Two bands were lost into the digestive tract as the device did not deploy the bands as expected. They already completed the procedure using the same speedband superview super 7 when they realized the problem. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2022. During the procedure, the bands did not deploy after the standard handle rotation. The nurse had to rotate almost one and a half rotation of the handle before the band could be deployed. Two bands were lost into the digestive tract as the device did not deploy the bands as expected. The procedure was completed using the same speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on (B)(6) 2022. It was reported that the bands were not deployed onto the varix. After they ceased suctioning, and then rotated the handle a little more, and the band was deployed.

Manufacturer narrative:
Block h6: medical device problem code a150203 captures the reportable event of bands difficult to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned without bands. The slack was taken up correctly and the trip wire was secured. The suture thread was in good condition and contained seven knots. The device was observed under magnification, and the ligator head teeth and the suture hole were both in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands difficult to deploy was not confirmed. Upon analysis, it was found that the the handle assembly and the ligator head did not have any problems. There was no evidence in the device that there was a malfunction of the device. Since the problem was observed during the procedure, it is possible that due to manipulation or technique used at the time to interact with the device in conjunction with the tortuousness or patient's anatomy to which the unit might have been exposed, it could have affected the functionality of the device in some way. However, there is no evidence that could suggest a problem on the device that influenced or caused the described event. Therefore, the most probable root cause of this complaint is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
Block h6: medical device problem code a150203 captures the reportable event of bands difficult to deploy. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h2 (additional information): block b5 and block h6 (device codes) have been updated based on the additional information received on april 18, 2022.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on march 21, 2022. During the procedure, the bands did not deploy after the standard handle rotation. The nurse had to rotate almost one and a half rotation of the handle before the band could be deployed. Two bands were lost into the digestive tract as the device did not deploy the bands as expected. The procedure was completed using the same speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. ***additional information received on april 18, 2022*** it was reported that the bands were not deployed onto the varix. After they ceased suctioning, and then rotated the handle a little more, and the band was deployed.